Manufacturer narrative:
Product complaint (B)(4). Batch # p56k7f. Investigation summary: the analysis results found that the ats45nk device was received with no apparent damage and with two tr45w reloads present. The reload (b) was received fully loaded with staples. The reload (c) was received partially fired 1/2 and with the reload lockout spring damaged. The device was tested for functionality with the returned reload (b) and it fired and formed the staples as intended. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please provide more event details how the blade was stuck? Surgeon said he felt it was stuck in the something in internal staple body. Did the device lock-out (no staples deployed and no cut line started)? A few staples were deployed. A little cut line made. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Yes, it means partially fired. Were the staples deployed in the proper closed b-formation? Deployed staples were closed b-formation. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Surgeon said he just forced it for removal. Did the jaws eventually open? Yes. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? It¿s private information.

Event description:
When surgeon tried to fire, staple body's knife was stuck and didn't move anymore even one more reload change. Procedure: unknown.